Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, cat. #3501660, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 375cc saline breast prostheses when the left prostheses deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. As a result, the patient underwent explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2018. The patient tolerated the procedure very well and was sent to the recovery room in good condition. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 04/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/25/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a crease on the anterior aspect. A rent measuring approximately 0.2 cm was discovered within the crease on the anterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).